Event description:
The device was explanted and replaced due to possible premature battery depletion. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: premature battery depletion was not confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. A longevity calculation was performed, and the device was within expected longevity performance. The cause of the field event was undetermined.